Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient on (B)(6) 2017 reporting that their second implant did not help with their pain and it lasted a much shorter time that the first implant. The patient noted that the implantable neurostimulator (ins) was implanted by a neurosurgeon. There were no reports of device issues or allegations. There were no further complications reported or anticipated. The indication for use was unknown.